Manufacturer narrative:
No RMA has been initiated for this issue. Model 5410ivc, serial number/date code unknown. The owner's manual part number 1114836 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions, then they should contact invacare. The consumer is a (B)(6) female who is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleges that the bed head will not go down with out someone pushing it down.

Event description:
Customer alleged her mother's health care aids have had to manually push down in lowering the head of the bed. No injury alleged.